Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up with a white screen and the cooling fan was noisy. As a result the hard drive was reconfigured and the software was reloaded.

Event description:
It was reported the programmer will not boot up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.